Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-testing it was observed that had "a rotation per minute that was below specifications, high temperature, and a hose that needed to be updated." Reliability engineering evaluated the device and observed that the device did not meet specifications. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing it was observed that the motor device had "a rotation per minute that was below specifications, high temperature, and a hose that needed to be updated." The device was not used in surgery as the alleged malfunctions were observed during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.